Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. Customer reported receiving a power loss alarm. Customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to reestablish communication with the transmitter. Customer reports the transmitter did not blink when connected to the sensor. Transmitter was fully charged prior. Led light blinked when transmitter was disconnected from the charger and/or connected to tester but led light would not blink when connected to the sensor. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and transmitter. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.